Manufacturer narrative:
Additional information: d9, h3 plant investigation: the component was not returned to date; a physical investigation was not performed. Investigation determines that there was causal relationship between the objective evidence and the alleged event; the alleged event is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (bmt) reported that the blood pump rotor pins were loose and cut the blood pump tubing during a patient¿s hemodialysis (hd) treatment. The rn stated there were no patient complications and the patient was able to finish treatment on another machine. Upon follow-up, the biomedical technician (bmt) stated the blood pump rotor pins of the machine, a fresenius 2008t machine, were loose and cut the blood tubing line and caused a blood leak to occur. The machine was pulled from service pending replacement of the blood pump rotor. The rotor was the original to the machine. The bmt stated the rotor lasted approximately 3,000 machine hours before the failure occurred. The bmt also stated that fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt was unable to report how long into treatment the event occurred. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Event description:
A user facility biomedical technician (bmt) reported that the blood pump rotor pins were loose and cut the blood pump tubing during a patient¿s hemodialysis (hd) treatment. The rn stated there were no patient complications and the patient was able to finish treatment on another machine. Upon follow-up, the biomedical technician (bmt) stated the blood pump rotor pins of the machine, a fresenius 2008t machine, were loose and cut the blood tubing line and caused a blood leak to occur. The machine was pulled from service pending replacement of the blood pump rotor. The rotor was the original to the machine. The bmt stated the rotor lasted approximately 3,000 machine hours before the failure occurred. The bmt also stated that fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt was unable to report how long into treatment the event occurred. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the blood pump rotor component was returned and a physical investigation was performed. An inspection on the returned rotor showed one of the rear guide pin have a loose and deformed guide sheaves (polymer sleeves). There are no discrepancies with the other three guide pins and sleeves. Install the returned rotor onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis. The rotor did not damage the bloodline and there were no fluid leaks or alarms during testing. The defective sleeve did not dislodge and remained intact with guide pin during testing. There was no further damage to the rotor during testing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (bmt) reported that the blood pump rotor pins were loose and cut the blood pump tubing during a patient¿s hemodialysis (hd) treatment. The rn stated there were no patient complications and the patient was able to finish treatment on another machine. Upon follow-up, the biomedical technician (bmt) stated the blood pump rotor pins of the machine, a fresenius 2008t machine, were loose and cut the blood tubing line and caused a blood leak to occur. The machine was pulled from service pending replacement of the blood pump rotor. The rotor was the original to the machine. The bmt stated the rotor lasted approximately 3,000 machine hours before the failure occurred. The bmt also stated that fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt was unable to report how long into treatment the event occurred. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.